Event description:
The customer reported a pacer equipment malfunction message and a red x.

Manufacturer narrative:
(B)(4). The customer reported a pacer equipment malfunction message and a red x. The device was evaluated at philips. The symptom was verified. The system hung/locked up during the operational check, resulting in the customers reported symptom. The issue was localized to the processor pca. The processor pca was replaced to resolve the issue.